Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead exhibited capture anomaly. The lead was explanted due to unrelated to the device issue.

Manufacturer narrative:
External insulation abrasion was noted at 42.5-43.7cm from the distal tip, consistent with lead friction of the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of capture anomaly.